Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that there is no auto test. There was no reported patient involvement.

Manufacturer narrative:
The error was later confirmed to be a shock equipment malfunction error.